Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged alarm 01. Cartridge damage and occlusion issue was verified, but the cartridge fill resistance issues could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 1 occurred during delivery. Additionally, it was reported that an occlusion alarm occurred. A cartridge change was performed resolving the occlusion. Reportedly, additionally, a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and successfully loaded the cartridge to address the event. Customer's blood glucose was 82 mg/dl